Event description:
Device report from synthes (B)(6) reports an event in france as follows: during a procedure on an unknown date, the tip of instrument broke off. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device was received and the fracture was confirmed. The fracture face is homogeneous which indicates material conformity. Manufacturing documents were reviewed and no complaint related issues were found. Synthes is not aware of any other complaint regarding this lot. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances.